Event description:
It was reported that the catheter was inserted in 2001. In 2002, it was discovered that a piece of the stylet from the placement of the catheter had separated during its removal and was retained in the pulmonary artery. A cardiologist removed a portion of the retained wire, but was unable to remove it completely. No other info is available.